Event description:
It was reported that during an unspecified procedure the tip of the guide wire was sheared off. Access was obtained through the superficial femoral artery (sfa). The 100% stenotic lesion was located in the popliteal artery. The physician used a non-bsc catheter to re-enter the vessel going subintimal at the sfa and was attempting to get back into the vessel around the popliteal or a little below when a piece of the 300cm mailman guide wire tip was sheared off. The piece of sheared guide wire was contained within the catheter and the catheter and guide wire were removed as one unit. The procedure was completed with another 300cm mailman guide wire. No complications were reported and the patient status is stable.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluation: visual inspection of the guide wire revealed a fracture on the distal tip approximately 298.2cm from the proximal end. The spring tip is unraveled. The outer diameters were measured and all measurements met specification with the exception of the unraveled spring tip. The fractured section was sent to the (B)(4) lab and their analysis revealed tension and compression zones and transversal cracking due to bending overload. "Mechanical cut marks" were observed and their conclusion is that the marks are evidence of interaction with another device during the procedure. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported complaint has been determined to be caused by other device. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, the tip of the guide wire was sheared off. Access was obtained through the superficial femoral artery (sfa). The 100% stenotic lesion was located in the popliteal artery. The physician used a non-bsc catheter to re-enter the vessel going subintimal at the sfa and was attempting to get back into the vessel around the popliteal or a little below when a piece of the 300cm mailman guide wire tip was sheared off. The piece of sheared guide wire was contained within the catheter and the catheter and guide wire were removed as one unit. The procedure was completed with another 300cm mailman guide wire. No complications were reported and the patient status is stable.